Event description:
Pt is on hemodialysis 3 times a week. On this date, pt was started on dialysis without incident. Two hours + 25 minutes into their treatment the staff noticed blood dripping from their venous tubing. Upon investigation, staff found a pin point size hole in venous line. Blood not returned to pt due to risk of contamination. Blood loss approx. 250cc.